Event description:
While pt was hospitalized damage was noted to outer casing or controller on the black power cable. Damaged covered with silicon rescue tape. Controller exchanged 11/20 prior to discharge.